Event description:
The customer alleged questionable results for total prostate-specific antigen (tpsa). There was one sample involved. The original and repeat results are as follows. All results are ng/ml. Original result: <0.1 with a data flag and was reported outside of the laboratory. The result was questioned by the physician, and the sample was repeated on (B)(6) 2012. Repeat from primary tube: 6.72, generated on analytical e module serial number: (B)(4) repeat from primary tube: 6.89, generated on analytical e module serial number: (B)(4) repeat from aliquot tube: 6.71, generated on the original analyzer the repeat result from the aliquot tube was believed to be the correct result by the customer. The customer had no information concerning if the patient was adversely affected. The tpsa reagent lot number was 16676201 with an expiration date of 05/31/2013. The field service representative was unable to determine the cause. He cleaned the sipper flowpaths and the sample and reagent flow paths. He performed checks on the analyzer. The customer performed calibration and qc. Those results were within the customer's specifications. The service representative ran performance testing, and all tests passed.

Manufacturer narrative:
The investigation was not able to determine a specific root cause with the information provided for investigation. Calibration and quality control data do no show an indication of any reagent or system issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.